Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the surgeon removed a pinnacle sector cup with a metal in metal insert. The reason was for dislocating femur and metallosis. The cup was extremely vertical. Surgeon replaced with a biomet dual mobility cup. Cup and liner were removed as one piece so the lot numbers were not available.